Event description:
It was reported that the surgeon inserted and removed a cq2015a three piece collamer lens without any pt injury. The surgeon decided to use a different type of lens. It is unk whether or not there was pre-existing damage to the posterior capsule but this facility does not use any of staar's phaco equipment.

Manufacturer narrative:
No complaint against product. Eval: results: visual inspection of the returned product showed that the lens was torn and a haptic was torn off and missing. There was evidence of clear surgical residue.